Event description:
Pt received hemodialysis treatment in 9/2002. Treatment was uneventful. Received a call later that same day that pt felt weak. Treatment flow sheet reviewed and spouse was told to report any other issues. Next day spouse calls and reports pt to be weak and short of breath. Pt brought to clinic where staff immediately recognized a change in skin color. Sent via ambulance to ER where pt was admitted. Hospital lab reported gross hemolysis. Pt still in the hospital.